Manufacturer narrative:
Product and additional information has been requested yet not received.

Event description:
The patient received a burn to the face which required antibiotic ointment for a few days. The patient is currently using a moisturizer and going through red light therapy.

Manufacturer narrative:
It was reported a patient experienced a burn on the face during thermage treatment. Radio frequency 4.0 was the highest energy used and it was only used on the cheek area where the injury occurred. At the start of treatment a notice displayed stating "hand piece expiring soon". The treatment tip was disposed of after treatment. The datacard was not returned for evaluation. According to thermage cpt system technical user¿s manual (p009240-04 rev. A) burns, blisters, scabbing, and scarring are known possible patient reaction to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. Burns, blisters, scabbing, and scarring are known possible patient reaction to thermage treatment. Unable to confirm customer report of error since no product was returned for evaluation. Based on the available information, no casual factors can be determined and no conclusion can be drawn. Trending will be performed to monitor this issue. No further action is required at this time.